Event description:
It was reported the patient was hospitalized shortly after an scs system revision surgery (reference MFR report #1627487-2014-06314) due to an epidural hematoma. The patient's blood clot was removed and he remained implanted with his scs system. Additional information received identified the patient's entire scs system was explanted (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.